Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the minicap transfer set had a connection issue with the titanium adapter. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.